Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It has been reported scope had optic issues prior to the medical procedure, when the scope was plugged in: black lines appear on screen, then incrementally fade to completely black & white screen.

Manufacturer narrative:
Evaluation results: no image and no light output due to intermittent connection between the imager and pcb. Image and light returned after imager connector was cleaned and reattached to pcb. This event is filed under internal complaint ID_(B)(4).